Manufacturer narrative:
Please note the correction to h6 health impact codes. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device came back jammed/assembled which was unblocked later. On the proximal side, the device shows a deformed first few threads probably due to unlocking the jammed assembly, but no major visible damage was observed which can affect the functionality of the device. Post-decontamination and after cleaning dried blood, a pre-surgical test was conducted for the returned devices. Upon inspection, the devices were functionally ok. Assembling and disassembling of the nail-holding screw can be easily done through the target device with the nail without any resistance. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause of the issue is most likely user related. The devices shows the appearance of dried blood residual on their surfaces, which potentially caused overtightening of the nail in between the interface of the nail, target device and the screw. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "the end user reported that gamma3 nail can no longer be disconnected from the nail holding screw and the aiming device." The nail had to be completely removed from the target device so they tried for a significant amount of time to do so and afterwards a new implant had to be placed freehand.

Event description:
As reported: "the end user reported that gamma3 nail can no longer be disconnected from the nail holding screw and the aiming device." The nail had to be completely removed from the target device so they tried for a significant amount of time to do so and afterwards a new implant had to be placed freehand.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.